Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the customer?s reported condition of a colleague infusion pump with failure code 12:602:1825:0000 was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous service on 2/23/2010 the batteries and battery harness were replaced. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with a failure code of 12:602:1825:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.